Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside. Device was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that she went into the pool wearing the insulin pump and then it alarmed button error and alarm cannot be cleared. Blood glucose value was 101 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.